Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed the positive flow verification test step during testing. The device needs to be recalibrated to address the issue. Additionally, unrelated to the test failure, during the evaluation of the device at the manufacturer's service center, the device was found to have missing/displaced rubber feet, the porting block port was found to be pinched/damaged, the cord retainer was found to be missing/broken, and there was damage to the rear enclosure. Enclosure feet, universal porting block, cable clamp and rear case enclosure need to be replaced to address the issues.